Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient developed an infection in his artificial urinary sphincter (aus) and experienced a sudden burning sensation in the urethra. The physician performed a flexible urethroscopy and determined that removal of the aus was needed. The patient underwent surgery to remove the aus system. The patient had a stable outcome.

Event description:
It was reported that the patient developed an infection in his artificial urinary sphincter (aus) and experienced a sudden burning sensation in the urethra. The physician performed a flexible urethroscopy and determined that removal of the aus was needed. The patient underwent surgery to remove the aus system. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection and burning sensation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Infection is documented as an adverse event. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.